Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device"), fallopian tube perforation ("perforation (fallopian tube)") and menorrhagia ("prolonged/ heavy period") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst (comment: bilateral, pelvic pain in female), ovarian cystectomy and ear tube insertion. Medical conditions: nickel allergy (no treatment noted, found out during her teenage years). Concurrent conditions included galactorrhea since (B)(6) 2016, headache since (B)(6) 2016, mammogram abnormal since (B)(6) 2016, pelvic pain since (B)(6) 2016, abdominal crampy pains since (B)(6) 2016, nabothian cyst (cervix), d & c since (B)(6) 2008, hysteroscopy (operation: hysteroscopy/d&c with novo sure ablation) since (B)(6) 2008, menometrorrhagia since (B)(6) 2008, irregular periods since (B)(6) 2014, abdominal cramps since (B)(6) 2014, acne since (B)(6) 2014, vaginitis since (B)(6) 2014, vaginal discharge since (B)(6) 2014, dysmenorrhea since (B)(6) 2014, throat swelling since (B)(6) 2014, cough (cough ¿ primary, acute frontal sinusitis, recurrence not specified,) since (B)(6) 2016, acute frontal sinusitis (cough ¿ primary, acute frontal sinusitis, recurrence not specified,) since (B)(6) 2016, postnasal drip since (B)(6) 2016, conjunctival disorder (disease of conjunctiva due to viruses,) since (B)(6) 2016, dry skin since (B)(6) 2016, dermatitis since (B)(6) 2016 and uterine bleeding (pre-op and post-op diagnosis: abnormal uterine bleeding , pelvic pain, postablation syndrome) since (B)(6) 2016. Family history included cancer (paternal grandmother), hypertension (father) and stroke (paternal grandfather). Concomitant products included aciclovir from 2012 to 2015, ammonium lactate since 2016, azithromycin from 2016 to 2017, benzonatate since 2016, cefuroxime since 2015, fluticasone propionate from 2016 to 2017, methylprednisolone from 2015 to 2017, moxifloxacin since 2016, mupirocin since 2016, norlestrin fe (junel fe) since (B)(6) 2014, olopatadine since 2016 and tussin dm (mucinex dm) since 2016. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("pain during intercourse"), erythema ("facial redness"), acne ("acne"), the first episode of vision blurred ("blurry vision") and vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe menstruation pain"), pruritus ("itching"), allergy to metals ("nickel allergy"), pelvic pain ("pain") and burning sensation ("burning"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"), migraine ("migraine"), vaginal discharge ("vaginal discharge"), hypersensitivity ("vaginal reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), diarrhoea ("diarrhoea"), constipation ("constipation"), amnesia ("memory loss") and the second episode of vision blurred ("vision/eye problem- type blurry vision"). In (B)(6) 2007, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), abdominal distension ("bloating"), headache ("headache"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia"), vulvovaginal discomfort ("irritation"), back pain ("low back pain") and scar ("scar tissue around essure device"). The patient was treated with vagisil, surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery (underwent ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, arthralgia, menstruation irregular, dysmenorrhoea, abdominal distension, migraine, hormone level abnormal, vaginal discharge, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, pruritus, bladder disorder, urinary tract disorder, diarrhoea, constipation, nausea, allergy to metals, erythema, acne, amnesia, vulvovaginal mycotic infection, back pain, pelvic pain, the last episode of vision blurred, burning sensation and scar outcome was unknown and the fatigue, dyspareunia, headache and vulvovaginal discomfort had resolved. The reporter considered abdominal distension, acne, allergy to metals, amnesia, arthralgia, back pain, bladder disorder, burning sensation, constipation, diarrhoea, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pruritus, scar, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal mycotic infection, the first episode of vision blurred and the second episode of vision blurred to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: occlusion device is located completely. On (B)(6) 2007, hysterosalpingogram. Findings: occlusion device is located completely within the right fallopian tube with the proximal end several millimeters beyond the uterine cornua. The left tubal occlusion device projects several millimeters into the uterine cavity. There was no sign of extension of contrast into t he fallopian tubes. The uterine cavity appears normal. Impression: no sign of contrast entering the fallopian tubes. On (B)(6) 2016, surgical pathology: final diagnosis: uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy - cervix- nabothian cysts. Endometrium - focal inactive-appearing endometrium in a background of scar, consistent with history of endometrial ablation . Myometrium and serosa - no significant pathologic changes. Fallopian tube- intraluminal metallic coiled clip, consistent with sterilization device. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs received - new event 'scar tissue around essure device' was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device"), fallopian tube perforation ("perforation (fallopian tube)") and menorrhagia ("prolonged/ heavy period") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst (comment: bilateral, pelvic pain in female), ovarian cystectomy and ear tube insertion. Medical conditions: nickel allergy (no treatment noted, found out during her teenage years). Concurrent conditions included galactorrhea since(B)(6) 2016, headache since (B)(6) 2016, mammogram abnormal since (B)(6) 2016, pelvic pain since(B)(6) 2016, abdominal crampy pains since(B)(6) 2016, nabothian cyst (cervix), d & c since (B)(6) 2008, hysteroscopy (operation: hysteroscopy/d&c with novo sure ablation) since (B)(6) 2008, menometrorrhagia since (B)(6) 2008, irregular periods since (B)(6) 2014, abdominal cramps since (B)(6) 2014, acne since(B)(6) 2014, vaginitis since (B)(6) 2014, vaginal discharge since (B)(6) 2014, dysmenorrhea since (B)(6) 2014, throat swelling since (B)(6) 2014, cough (cough ¿ primary, acute frontal sinusitis, recurrence not specified,) since (B)(6) 2016, acute frontal sinusitis (cough ¿ primary, acute frontal sinusitis, recurrence not specified,) since (B)(6) 2016, postnasal drip since (B)(6) 2016, conjunctival disorder (disease of conjunctiva due to viruses,) since (B)(6) 2016, dry skin since (B)(6) 2016, dermatitis since (B)(6) 2016 and uterine bleeding (pre-op and post-op diagnosis: abnormal uterine bleeding , pelvic pain, postablation syndrome) since (B)(6) 2016. Family history included cancer (paternal grandmother), hypertension (father) and stroke (paternal grandfather). Concomitant products included aciclovir from 2012 to 2015, ammonium lactate since 2016, azithromycin from 2016 to 2017, benzonatate since 2016, cefuroxime since 2015, fluticasone propionate from 2016 to 2017, methylprednisolone from 2015 to 2017, moxifloxacin since 2016, mupirocin since 2016, norlestrin fe (junel fe) since july 2014, olopatadine since 2016 and tussin dm (mucinex dm) since 2016. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("pain during intercourse"), erythema ("facial redness"), acne ("acne"), the first episode of vision blurred ("blurry vision") and vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe menstruation pain"), pruritus ("itching"), allergy to metals ("nickel allergy"), pelvic pain ("pain") and burning sensation ("burning"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"), migraine ("migraine"), vaginal discharge ("vaginal discharge"), hypersensitivity ("vaginal reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), diarrhoea ("diarrhoea"), constipation ("constipation"), amnesia ("memory loss") and the second episode of vision blurred ("vision/eye problem- type blurry vision"). In (B)(6) 2007, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), abdominal distension ("bloating"), headache ("headache"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia"), vulvovaginal discomfort ("irritation") and back pain ("low back pain"). The patient was treated with vagisil, surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery (underwent ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, arthralgia, menstruation irregular, dysmenorrhoea, abdominal distension, migraine, hormone level abnormal, vaginal discharge, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, pruritus, bladder disorder, urinary tract disorder, diarrhoea, constipation, nausea, allergy to metals, erythema, acne, amnesia, vulvovaginal mycotic infection, back pain, pelvic pain, the last episode of vision blurred and burning sensation outcome was unknown and the fatigue, dyspareunia, headache and vulvovaginal discomfort had resolved. The reporter considered abdominal distension, acne, allergy to metals, amnesia, arthralgia, back pain, bladder disorder, burning sensation, constipation, diarrhoea, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pruritus, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal mycotic infection, the first episode of vision blurred and the second episode of vision blurred to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: occlusion device is located completely on (B)(6) 2007, hysterosalpingograh. Findings: occlusion device is located completely within the right fallopian tube with the proximal end several millimeters beyond the uterine cornua. The left tubal occlusion device projects several millimeters into the uterine cavity. There was no sign of extension of contrast into t he fallopian tubes . The uterine cavity appears normal . Impression: no sign of contrast entering the fallopian tubes. On (B)(6) 2016, surgical pathology: final diagnosis. Uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy - cervix- nabothian cysts. Endometrium - focal inactive-appearing endometrium in a background of scar, consistent with history of endometrial ablation . Myometrium and serosa - no significant pathologic changes. Fallopian tube- intraluminal metallic coiled clip, consistent with sterilization device. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-may-2018: plaintiff fact sheet, new events pain, vision/eye problem- type blurry vision, memory loss, burning were added . Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst (comment: bilateral, pelvic pain in female), ovarian cystectomy and ear tube insertion. Concurrent conditions included galactorrhea since (B)(6) 2016, headache since (B)(6) 2016, mammogram abnormal since (B)(6) 2016, pelvic pain since (B)(6) 2016, abdominal crampy pains since (B)(6) 2016, nabothian cyst (cervix), d & c since (B)(6) 2008, hysteroscopy (operation: hysteroscopy/d&c with novo sure ablation) since (B)(6) 2008, menometrorrhagia since (B)(6) 2008, irregular periods since (B)(6) 2014, abdominal cramps since (B)(6) 2014, acne since (B)(6) 2014, vaginitis since (B)(6) 2014, vaginal discharge since (B)(6) 2014, dysmenorrhea since (B)(6) 2014, throat swelling since (B)(6) 2014, cough (cough ¿ primary, acute frontal sinusitis, recurrence not specified,) since (B)(6) 2016, acute frontal sinusitis (cough ¿ primary, acute frontal sinusitis, recurrence not specified,) since (B)(6) 2016, postnasal drip since (B)(6) 2016, conjunctival disorder (disease of conjunctiva due to viruses,) since (B)(6) 2016, dry skin since (B)(6) 2016, dermatitis since (B)(6) 2016 and uterine bleeding (pre-op and post-op diagnosis: abnormal uterine bleeding , pelvic pain, postablation syndrome) since (B)(6) 2016. Family history included cancer (paternal grandmother), hypertension (father) and stroke (paternal grandfather). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), menorrhagia ("prolonged/ heavy period"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), headache ("headache"), migraine ("migraine"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (robotic laparoscopic assisted total hysterectomy with bilateral salpingectomy,cystoscopy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: occlusion device is located completely on (B)(6) 2007, hysterosalpingograh findings: occlusion device is located completely within the right fallopian tube with the proximal end several millimeters beyond the uterine cornua. The left tubal occlusion device projects several millimeters into the uterine cavity. There was no sign of extension of contrast into t he fallopian tubes . The uterine cavity appears normal . Impression: no sign of contrast entering the fallopian tubes. On (B)(6) 2016, surgical pathology: final diagnosis uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy - cervix- nabothian cysts. Endometrium - focal inactive-appearing endometrium in a background of scar, consistent with history of endometrial ablation . Myometrium and serosa - no significant pathologic changes. Fallopian tube- intraluminal metallic coiled clip, consistent with sterilization device. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: mr received. Reporters were added. Medically confirmed case. Patient details, historical condition, concomitant disease, family history, lab data and unstructured relevant tests were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / pain"), device dislocation ("migration of essure device"), fallopian tube perforation ("perforation (fallopian tube)") and uterine perforation ("perforation (uterus)") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst (comment: bilateral, pelvic pain in female), ovarian cystectomy and ear tube insertion. Concurrent conditions included galactorrhea since (B)(6) 2016, headache since (B)(6) 2016, mammogram abnormal since (B)(6) 2016, pelvic pain since (B)(6) 2016, abdominal crampy pains since (B)(6) 2016, nabothian cyst (cervix), d & c since (B)(6) 2008, hysteroscopy (operation: hysteroscopy/d&c with novo sure ablation) since (B)(6) 2008, menometrorrhagia since (B)(6) 2008, irregular periods since (B)(6) 2014, abdominal cramps since (B)(6) 2014, acne since (B)(6) 2014, vaginitis since (B)(6) 2014, vaginal discharge since (B)(6) 2014, dysmenorrhea since (B)(6) 2014, throat swelling since (B)(6) 2014, cough (cough ¿ primary, acute frontal sinusitis, recurrence not specified,) since (B)(6) 2016, acute frontal sinusitis (cough ¿ primary, acute frontal sinusitis, recurrence not specified,) since (B)(6) 2016, postnasal drip since (B)(6) 2016, conjunctival disorder (disease of conjunctiva due to viruses,) since (B)(6) 2016, dry skin since (B)(6) 2016, dermatitis since (B)(6) 2016 and uterine bleeding (pre-op and post-op diagnosis: abnormal uterine bleeding , pelvic pain, postablation syndrome) since (B)(6) 2016. Family history included cancer (paternal grandmother), hypertension (father) and stroke (paternal grandfather). Concomitant products included aciclovir from 2012 to 2015, ammonium lactate since 2016, azithromycin from 2016 to 2017, benzonatate since 2016, cefuroxime since 2015, fluticasone propionate from 2016 to 2017, methylprednisolone from 2015 to 2017, moxifloxacin since 2016, mupirocin since 2016, norlestrin fe (junel fe) since (B)(6) 2014, olopatadine since 2016 and tussin dm (mucinex dm) since 2016. In 2007, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), hypersensitivity ("vaginal reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), diarrhoea ("diarrhoea"), constipation ("constipation"), nausea ("nausea"), pelvic pain ("pain"), erythema ("facial redness"), acne ("acne"), vision blurred ("blurry vision"), amnesia ("memory loss") and vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced menorrhagia ("prolonged/ heavy period") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2008, the patient experienced dysmenorrhoea ("severe menstruation pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), abdominal distension ("bloating"), headache ("headache"), migraine ("migraine"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia"), pruritus ("itching"), vulvovaginal discomfort ("vaginal irritation"), device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and back pain ("low back pain"). The patient was treated with vagisil, surgery (robotic laparoscopic assisted total hysterectomy with bilateral salpingectomy,cystoscopy on (B)(6) 2016), surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, abdominal distension, migraine, hormone level abnormal, vaginal discharge, vaginal haemorrhage, female sexual dysfunction, pruritus, bladder disorder, urinary tract disorder, diarrhoea, constipation, device dislocation, nausea, allergy to metals, pelvic pain, fallopian tube perforation, uterine perforation, erythema, acne, amnesia, vulvovaginal mycotic infection and back pain outcome was unknown and the fatigue, dyspareunia, headache, vulvovaginal discomfort and vision blurred had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, amnesia, arthralgia, back pain, bladder disorder, constipation, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pruritus, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal discomfort and vulvovaginal mycotic infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: occlusion device is located completely on (B)(6) 2007, hysterosalpingogram. Findings: occlusion device is located completely within the right fallopian tube with the proximal end several millimeters beyond the uterine cornua. The left tubal occlusion device projects several millimeters into the uterine cavity. There was no sign of extension of contrast into the fallopian tubes . The uterine cavity appears normal . Impression: no sign of contrast entering the fallopian tubes. On (B)(6) 2016, surgical pathology: final diagnosis. Uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy - cervix- nabothian cysts. Endometrium - focal inactive-appearing endometrium in a background of scar, consistent with history of endometrial ablation . Myometrium and serosa - no significant pathologic changes. Fallopian tube- intraluminal metallic coiled clip, consistent with sterilization device. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the event abnormal vaginal bleeding, vaginal reaction, apareunia, itching, vaginal irritation, bladder problems, urinary problems, diarrhoea, constipation, migration of essure device, nausea, nickel allergy, pain, perforation (fallopian tube), perforation (uterus), facial redness, acne, blurry vision, memory loss, vaginal yeast infection, low back pain added from pfs and reporters added. Events outcome added. Concomitant medication added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality-safety evaluation of ptc received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain. A laparoscopic assisted total hysterectomy and cystoscopy was performed around 9 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed and a quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / pain") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), menorrhagia ("prolonged/ heavy period"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), headache ("headache"), migraine ("migraine"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic assisted total hysterectomy and cystoscopy on (B)(6) 2016). Essure (ess205) was withdrawn. At the time of the report, the abdominal pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered abdominal pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge to be related to essure (ess205). Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain. A laparoscopic assisted total hysterectomy and cystoscopy was performed around 9 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.